Event description:
The customer reported that the system made a popping noise and the live image screen went black. A system reboot was required to regain functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and high voltage and filament calibrations were performed. The system was then found to be operating as intended.